Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and would be updated at that time should pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to a perforation. This lead was then successfully replace. No additional adverse patient effects were reported.